Event description:
A representative reported that, following a pump replacement on (B)(6) 2013, the patient was admitted to the hospital on (B)(6) 2013. They had exhibited withdrawal symptoms including altered mental status. Their symptoms were improving after taking oral baclofen. Compounded baclofen was used at replacement. The patient was seen on (B)(6) 2013 and refilled with gablofen 2000 mcg/ml at 1130 mcg/day. It was later reported that the patient was doing well. It was suspected that the patient¿s symptoms were caused by a reaction to anesthesia.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).